Manufacturer narrative:
Liner: versafitcup dm 01.26.2848mhc double mobility hc liner d 28/dmd (k092265) lot. Unknown ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot. Unknown. Since we do not have the product lot numbers, devices, xrays and lack information regarding the primary surgery, we are unable to perform further analyses. No issues related to the reference have been identified. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had revision surgery of medacta product but the primary ticket for the patient cannot be located. The patient came in due to instability and the cause is unknown. The surgeon, according to the complaint, revised a d 48 dm liner and 28mm m head to the same size medacta liner and head with a sleeve to improve patient stability. The surgery was completed successfully.